Event description:
Additional information received reported perioperative antibiotics were administered. Symptoms of the infection were redness and incisional wound opening. The infection was located at the device pocket. The device was sent to pathology. The infection resolved with oral antibiotics. There was no drug withdrawal.

Event description:
It was reported infection. The patient's pump pocket opened up and was leaking. The patient was started on keflex and the whole system was explanted. The patient had drainage/incisional wound opening at the device pocket. The patient was listed as "alive - no injury" at the time of this report. The pump contained baclofen/lioresal. It was further reported the patient's wound dehisced. It was reported that it was never confirmed that the patient had an infection but since the incision opened the system was removed. It was further reported a "pump leak" resulted in replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the patient had a fluid collection front to back. The patient was referred to neurosurgery and had the pump removed. The issue was resolved. The patient status was noted as alive, no injury. No further complications were reported or anticipated.